Event description:
Device was returned for service with a failure code 812:02. This failure was reported to occur during use on a patient. There was no report of any injury or medical intervention occuring as a result of this failure. Details regarding patient information and the type of medication were not available. Should additional information become available a follow up report will be submitted.